Manufacturer narrative:
The customer reported the viewpoints of the ics were greyed out and blank. The customer stated the ics monitors iacs and stand alone m540 beds. Draeger analyzed the customers' cpu and the reported issue was verified. The hard drive was replaced and software was reloaded which resolved the issue. Where multiple actions were taken to fix the unit, root cause could not be determined. A query of the complaint data base showed this is an isolated case. The independent bedside monitor m540 is not affected by this issue and will continue to monitor the patient and to alarm when necessary even if the ics is greyed out and blank.

Event description:
It was reported that during use on a patient viewpoints were greyed out and blank on the infinity central station (ics). The ics was rebooted but a login screen appeared and the staff did not have the login information. The ics was rebooted again and the issue was resolved. No adverse patient impact was reported.

Manufacturer narrative:
The investigation has begun. A follow up report will be sent upon completion.

Event description:
It was reported that during use on a patient viewpoints were greyed out and blank on the infinity central station (ics). The ics was rebooted but a login screen appeared and the staff did not have the login information. The ics was rebooted again and the issue was resolved. No adverse patient impact was reported.